Event description:
A report was received that the patient had pain at the battery site. The physician noted necrosis and possible infection at the ipg site. The patient underwent a pocket revision wherein the ipg was relocated. The patient did well postoperatively.

Manufacturer narrative:
Additional information was received that the patient did not have an infection.

Event description:
A report was received that the patient had pain at the battery site. The physician noted necrosis and possible infection at the ipg site. The patient underwent a pocket revision wherein the ipg was relocated. The patient did well postoperatively.